Manufacturer narrative:
(B)(4). Batch #: u5ct7w. Investigation summary the analysis found that one psee45a device was returned with the joint cover damaged and the anvil bent upwards. One gst45w reload loaded in the device. The reload was received fully fired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. The damaged on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested, and the following was obtained: could you please specify the problem with the devices? First device fired halfway and stopped, staples formed properly but knife blade did not return on its own. Reverse button was used to return knife blade home and open the device. Did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. Did the device cut? Yes. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes if yes, how was the device removed from the patient? Reverse button returned blade home. If yes, did the jaws eventually open? Yes after the reverse button was used.

Event description:
It was reported that during an unknown procedure it took three devices and six reloads to transect the tissue. No patient consequences were reported.